Event description:
Nurse hung new bag of tpn and programmed alaris/ ivac pump for 95ml per hour. The pump entered 995ml per hour. The patient got nearly 2000ml of tpn in two hours. The patient's blood pressure dropped and heart rate elevated. Patient had a seizure that lasted six minutes. Interventions done were successful and patient returned to pre-incident base line.